Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees , that the report constitutes an admission that the product, ethicon, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an apical procedure on (B)(6) 2024 and suture was used. During the procedure, what has happened/could have happened? During apical surgery, 3 packages of sutures were taken out, of which two detached the needle from the thread. In one case, it happened on the first use in the gingiva and the other after some sutures were set. The sutures in question are vicryl plus 5-0. What injury/discomfort has/could have been (reporter's comment)? No harm occurred as another suture was used and new sutures could be put. Probable cause (from the reporter) does not know. Manufacturing errors? Urgent action taken (rapporteur's comment)? In the moment, new sutures were brought out. And then a deviation report is filed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002: device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: were there any patient consequences? No. Can you identify the lot number of the product that was used? Lot nr tcbdccwo: please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6).